Event description:
It was reported that during a da vinci si hysterectomy procedure, while suturing the vaginal cuff, the metal grip insert came off of the mega needle driver instrument. The instrument fragment was immediately observed and retrieved with no impact to the patient. The planned surgical procedure was completed with additional issues or patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the carbide insert to have fallen off of one of the grip tips. The entire piece of the insert was detached. The grip tip surface was found to be clean with no adhesive residue. No damage was found to the instrument's clevis or cables.